Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out, this right ventricular (rv) lead was found to have insulation damage near the terminal end. In addition, there were also low pacing impedances of less than 200 ohms, high pacing thresholds, and noise on the rv lead. The rv lead was repaired. At this time, the lead was reprogrammed to unipolar and remains in service. No adverse patient effects were reported.